Manufacturer narrative:
Di not available as product manufactured before 9/24/2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead would not capture or sense. Fluoroscopy showed a visible fracture, clavicular crush. It was also noted that the ventricular lead was programmed unipolar, no capture bipolar but capturing unipolar. The physician decided to explant both the atrial and ventricular leads during device change out procedure due device being at eri. Patient was asymptomatic and stable during surgery without complications. Both leads were discarded by the hospital.